Manufacturer narrative:
The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The evaluation confirmed that the ptfe pad was partially peeled from the jaw. The manufacturing records was reviewed with no irregularities. Considering the evaluation result of the subject device, omsc concluded that the reported event occurred since the user continued activating output for an extended time after the tissue already cut. This report is being submitted as a medical device report in an abundance of caution.

Event description:
The subject device was used during an open pancreatotomy. After 3 times output, the ptfe pad of the device was separated. There was no patient injury reported.